Event description:
Customer reported via phone call that they dropped their insulin pump. Customer states that the edges of the display are cracked. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.